Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the device is exhibiting premature depletion, device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported.